Event description:
The facility reported a colleague infusion pump with pump failure. According to the facility, this event occurred during biomedical testing. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pump failure not confirmed during product evaluation. The problem could not be duplicated. No assignable cause could be provided for the reported condition, therefore, no repair was necessary. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.